Event description:
It was reported that in the cardiovascular lab during use, the tip of the ptd catheter separated. The doctor tried to snare the tip multiple times, but was not able to retrieve it from the pt. At the tim of reporting, the tip remained in the pt, however, it was noted that the doctor may try to retrieve the tip at a later time. The insertion site was the mesenteric artery. There was no delay, or death reported. No additional information is available for this complaint.

Manufacturer narrative:
(B)(4).